Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer¿s blood glucose level was 224 mg/dl. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.